Event description:
It was reported the patient's ipg is inoperable and one of the leads was fractured. Surgical intervention took place wherein the ipg and one lead were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI:(B)(4) , batch: 4340795. Common device name: scs octrode lead, model: 3189, UDI:(B)(4), batch: 4210954. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.